Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a perforator (ID (B)(6) ) drill disassembled when pulling it from cranium after making a burr hole. Total number of burr hole made by the product is unknown and the drill used with the perforator is midas. A hand drill was used with the perforator. According to information provided, it is unknown if the drill was electric or pneumatic. It is also unknown if the perforator clicked into place in the drill, and if the recommended spring tests were performed between each burr hole.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The codman perforator ID (B)(6) was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or reports related to the finished device, and none were identified. Failure analysis / root cause: the evaluation of the returned unit confirmed the presence of a "proud weld". The deficiency was identified as a related cause through the investigation of a corrective and preventative action (CAPA) initiated to investigate perforator disassembly trend.